Manufacturer narrative:
The service engineer (se) inspected the device found voltage out of range errors logged in the memory and the battery switching from one hundred percent to zero percent and then showing a red exclamation point. The se replaced the dc (direct current)-dc pcb (printed circuit board) and the battery. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a background error code, started alarming and quit venti lating. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. Reportedly the patient desaturated to eighty-six percent while switching from the ventilator to the bag and then recovered quickly.

Manufacturer narrative:
Device evaluation summary: both the battery and direct current (dc) to dc printed circuit board (pcb) were received for failure investigation. The battery was visually inspected with no visible distortion or damage observed that may have affected the function of the battery. Battery level indicator showed 4 bars illuminated when the battery indicator button was pressed. Firmware of the battery was tested and verified to be correct. Using the test ventilator, the battery was inserted into the extended battery receptacle with first led flickering. During power up in service mode, the first led stayed flickering. After approximately 30 seconds, the red battery fault indicator light was triggered with a red ¿!¿ for the extended battery receptacle on the breath delivery status display. The system communication log results showed: extended battery failure, alert code. By inserting the battery into the test ventilator and duplicating the reported event, the battery was then connected to the bqwizard software for further analysis. Test results from the bqwi zard showed that the reported event was likely due to a hsc failure or hardware short circuit. The dc to dc pcb is currently under investigation and a follow up medwatch report will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation codes result and conclusion. Device evaluation summary: the direct current (dc) to dc printed circuit board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.